Manufacturer narrative:
(B)(4). Year of birth (B)(6). Concomitant medical devices: ref 192115 lot 883990 bimetric stem; ref 010000665 lot 3886967 g7 acetabular cup; ref 010000850 lot 6207265 g7 acetabular liner. Foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00910.

Event description:
It was reported the patient underwent a right hip revision approximately one and a half years post implantation due to dislocations. The liner and head were exchanged. The stem and cup remained implanted. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 h6:component code: mechanical (g04) - head reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation and subluxation with a closed reduction. Additional dislocations occurred prompting a revision, the cup and liner were exchanged. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.